Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display and had high blood glucose. The customer reported that they keep getting a problem with the pump. They got 3 packages. They are using lithium battery and the pump is not lasting. Patient is having a blank screen. Display did not return even after inserting new battery and after pump restart. The customer¿s blood glucose was 436 mg/dl and treated with manual injection. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.